Manufacturer narrative:
2/24/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a thoracoscopic lung resection procedure. Reportedly, the staples did not form properly. The surgeon resected the application site with another instrument and completed the procedure. The hospital has reported the patient's condition as satisfactory.